Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the blood clot was the patient had restless legs and during recovery kicked their legs a lot while asleep.

Manufacturer narrative:
Continuation of d11: product ID: 977c165; lot# serial#: (B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2017; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2017 post operative, the lead was explanted due to hematoma. The lead was implanted and explanted on (B)(6) 2017. The lead was discarded by the customer. The patient was in the intensive care unit (ICU) and reported that the present leg weakness had improved. The patient was alive with injury. Patient weight and medical history were asked but would not be made available. It was unknown what factors may have contributed to this event and it was unknown what diagnostics were performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was supposed to get a new device on (B)(6)2017. The patient said she came out paralyzed from the chest down from the surgery (B)(6)2017. There was a large blood clot underneath the ins. The same day they had to do the second surgery and take the device out. The patient noted that she has no device implanted now. No further information was reported.